Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the jaws of the device would not close completely and therefore the biopsy sample was lost upon retrieval from the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; jaw bent.

Manufacturer narrative:
(B)(4) for the evaluation finding of jaw bent. A visual examination found that the device returned with the jaws misaligned. Further device analysis revealed that one of the jaws was bent. Functionally, the jaws opened properly, but failed to close completely due to the misalignment. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint that the jaws would not close properly. The evaluation attributed the misalignment to a bend in one of the jaws. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).